Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. One clip was implanted, reducing mr to 1-2. On an unspecified date, the patient experienced dyspnea; echocardiogram revealed that the clip had detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). The mr increased to 4+. On (B)(6) 2018, an additional mitraclip procedure was performed. One clip was implanted reducing mr to 1-2. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy/morphology (prolapsed posterior leaflet). The reported adverse event of worsening mitral regurgitation (mr) was a result of the slda, and the reported dyspnea was likely the secondary effect of the worsened mr. The reported patient effects of worsening mr and dyspnea, are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.